Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a varipulse catheter and the catheter stopped irrigating during use on the patient. Device evaluation details: the varipulse catheter was returned to johnson and johnson medtech for evaluation. Visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and no irrigation issues were detected. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a varipulse catheter and the catheter stopped irrigating during use on the patient. It was reported that the varipulse catheter stopped irrigating at 30 ml /min after it had been in use in the patient for an unspecified amount of time. The device was irrigating prior to use in the patient. They continued use of this catheter for the remainder of the procedure. There was no patient consequence. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.